Event description:
A hospital reported via fisher & paykel healthcare's ('fph') office that between 20-25 mr290hfv autofeed humidification chambers cracked over a weekend when used in application with another co's 3100b high frequency ventilator. No pt consequence was reported.

Manufacturer narrative:
Fisher & paykel healthcare ('fph') has raised an inquiry into this complaint in the form of an extensive questionnaire. We have requested for details in respect of the equipment set-up and settings applied at the time of the incident, possible environmental influences, questions pertaining to transportation and storage of the mr290 chambers and protocols on set-up and inspection of chambers prior to use. In addition, fph has made a request for further detail associated with specific incidents as well as the return of subject complaint devices for investigation. We are not yet in receipt of the info requested. This appears to be a known problem of mr290 chambers cracking as a result of oscillatory stresses induced on the chamber dome when it is used in conjunction with another co's 3100b high frequency ventilator. We have an ongoing CAPA to further investigate the problem of cracked chambers when used in conjunction with high frequency oscillatory applications, in particular use of the mr290hfv chamber with another co's 3100b ventilator. Pending receipt of additional info and/or the complaint devices, fph will carry out a thorough investigation and submit our findings in the form of a follow-up vigilance report.